Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off was not reproduced. A review of the event history log revealed multiple 'improper shutdown!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump using the off key. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a "turn off issue" during programming/set up in the diabetes area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.